Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 and cubie c1, d3, and e1 experienced continuous failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that drawer 2 pockets c1, d3, and e1 had failed. A field service engineer confirmed that the issue had been resolved by a third-party contractor, although only limited information was available regarding the intervention. The customer later confirmed that the user had resolved the issue internally. The system functioned as intended after the customer resolved the issue.